Event description:
A report was rec'd stating the nurse was unable to engage the listed device into its safety mechanism following use with a pt. The device needle was left exposed. No pt or clinical injury occurred due to the reported event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results for the eval.